Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, an air bubble was observed in the infusion set tubing. Customer's blood glucose was 120 mg/dl. Reportedly, customer delivered a bolus to address the issue and insulin delivery was resumed.